Manufacturer narrative:
H10: insufficient information is available to determine the resolution of the event. A follow up was performed with the key market, and the responder reported that the customer refused service and repair. As a result, no further actions were performed by philips. It could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Manufacturer narrative:
(B)(6). G1: contact office phone: (B)(4).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had an alarm for a battery failure. There was no patient involvement when the issue occurred. No patient or user harm reported.